Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred approximately 25 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed in the header of the device. The machine alarmed, and then blood test strips were used to test the dialysate for blood and returned a positive result. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being between 100 and 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.